Manufacturer narrative:
Intuitive surgical, inc. (Isi) failure analysis performed additional investigation and reviewed the instrument logs. Logs show a total of 36 incomplete cut events for this instrument. The high number of incomplete cuts along with the broken blade finding suggests the blade was likely damaged during usage. The continued usage of the instrument caused the blade to break off indicating mishandling/ misuse. Based on the additional information obtained, this MDR report is being retracted since the failure mode was due to misuse/mishandling and not due to a malfunction of the instrument.

Manufacturer narrative:
(B)(4). The instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported because a piece of the blade on the vessel sealer instrument broke and the fragment was found in the patient's abdomen. The broken piece was retrieved during the same procedure and there was no report of patient injury/ harm.

Event description:
It was reported that during a da vinci surgical procedure, the blade of the vessel sealer instrument stopped working. A piece of the blade was reported to be found in the abdomen of the patient. The fragment was retrieved during the same procedure. Intuitive surgical, inc. (Isi) contacted the surgeon to obtain additional information. The surgeon reported the issue occurred as he was about to cut the superior rectal artery. The vessel was not calcified and approximately 4-5 mm in diameter. The was no report of instrument collision. The surgeon believes the malfunction of the blade caused the instrument to break. The planned procedure was completed and no patient harm, adverse outcome of injury was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the investigation. Failure analysis investigation confirmed that the instrument blade was broken. The instrument passed the self-check when placed on an in-house system. Additionally, the instrument snake wrist was found dislodged; however, cables were not damaged.